Manufacturer narrative:
The exact date of the patient is unknown however, it has been reported that the patient is between 50 and 60 years old. It has been reported that the event took place during the week of (B)(6) 2010. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00924, for the other associated device information. It was reported to boston scientific corporation that two defective resolution clip devices were used during a colonoscopy, with a polypectomy. According to the complainant, during the procedure, in both instances, they attempted to open the clips and the clips prematurely deployed and fell inside the patient. There were no attempts to retrieve the clips. The case was completed with a third resolution clip device. It was reported that the delay in the procedure did not exacerbate the bleeding event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.